Event description:
I wear bausch and lomb pure vision multi-focal contact lenses. I noticed that as of recently (since the summer), I am not able to wear my contact lenses for 2-3 days after an airplane ride. When I use my usual products in my usual clean conditions, I experience a strong burning sensation and my eyes immediately turn red. I have to take out the contact lenses. I have to wait 2 or 3 days before I can wear them again. I have ruled out any sanitary problems, changed lenses, changed products, used 0.9 percent nacl to rinse lenses. I do not have any underlying medical problems and not take prescription medication other than hrt.